Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to connect with the patient programmer (pp) or recharger since (B)(6). The last time the consumer felt stimulation was a few days ago. It was unknown when the last successful recharging session was. It was noted the consumer was supposed to be meeting with a manufacturer's representative (rep) on (B)(6); according to the rep. The consumer was "taken care of."

Manufacturer narrative:
Additional review determined that the type of event should have been adverse event/product problem.

Manufacturer narrative:
Corrected information: sex, date of birth.